Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented in clinic. Upon interrogation noise was noted on the atrial lead through stored mode switch events and inhibition was seen. High pacing impedance was also observed. No intervention was performed. Patient was stable and will continue to monitor.

Event description:
New information received notes that the atrial lead was capped and replaced on (B)(6) 2019. The patient was stable post-procedure.